Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged after detachment from the delivery catheter system (dcs). A second valve was implanted valve-in-valve to provide an adequate seal. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the valve dislodgement was attributed to the implant location not being deep enough, as well as inadequate tension applied to the delivery catheter system upon deployment of the valve. Moderate paravalvular leak (pvl) was noted after the dislodgement, which decreased to trace pvl after implant of the second valve. The delivery catheter system has been added to this report as a concomitant product. Return of the delivery catheter system has been requested. The device history record of this valve was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
Medtronic received additional details regarding this case - see revised event description in section b5. Additional information has been requested. A supplemental report will be submitted if additional information is received or when the investigation is completed.

Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, a second valve was implanted valve- in-valve. No other details were provided. It was reported there were no adverse patient effects.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a pop-out/dislodged include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, among other issues. In this case, it was reported that the valve dislodgement was attributed to the implant location not being deep enough, as well as inadequate tension applied to the dcs upon deployment of the valve. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, it was reported that the moderate pvl was a result of the dislodged valve; however a root cause could not be established from the information available. The implant of a second device valve-in-valve decreased the pvl to a trace level, which has minimal impact on the patient and is generally deemed an acceptable residual condition.

Manufacturer narrative:
Additional information has been requested. A supplemental report will be submitted if additional information is received or when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.